Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that, under very specific circumstances, the device would intermittently (approximately 50% of the time) fail to show ECG channel activity upon powering on without the ECG cable being plugged into the device; however, when the ECG cable was plugged into the device, physio observed that the unit booted-up properly and showed ECG channel activity 100% of the time. Physio then confirmed that the customer had the following device user configuration settings:  device set to boot-up into ECG lead ii, with their vf/vt alarm set to on.   Through additional investigation physio has found an issue where due to the device¿s user configuration settings, it will intermittently boot-up with the paddles lead ECG selected for display in the channel 1 position on the monitor when the device was actually configured to boot-up into ECG lead ii (a patient ECG monitoring cable lead) selected for display in the channel 1 position on the monitor. When this occurs, the channel 1 area of the monitor display is completely blank and the device fails to display (on the monitor) or print any ECG trace.  It was determined that, for this issue to occur, the device user configuration settings must be configured with the vf/vt alarm set to on, ECG lead ii must be configured as the default ECG lead in the channel 1 position, a set of defibrillation paddles or a therapy cable must be attached to the device and there is no patient ECG cable attached to the device. The cause of the issue was determined to be due to a software design issue.  The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting.  A correction to the design of the device software will be made to eliminate the cause of this intermittent issue. The customer was advised that with their current choice of user configuration settings, they must leave the ECG cable plugged in at all times and, if they forget, they must plug it in and then reboot the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device would not display a 12-lead ECG when connected to the patient.  The customer could not confirm whether paddles lead ECG was available at the time of the event because they did not attempt to monitor the patient via paddles lead ECG.  The customer advised that there was no need to try paddles lead ECG because the patient, a (B)(6) year-old male, was awake and alert.  There were no adverse effects to the patient as a result of the reported issue. Upon evaluation of the customer's device, physio-control confirmed that the device would intermittently not show any ECG trace on the screen, including paddles lead ECG, or even dashed lines.  As a result, ECG may not be obtainable through any means and the need for therapy could not be determined. Additionally, therapy may be delayed, or prevented.